Event description:
Received a copy of the customer's medwatch report from the FDA which states, "when rn removed IV tubing from the IV pump, it was noted that the pliable portion of the IV tubing, that was inserted into the pump, had a small ballooned area. No harm to patient."

Manufacturer narrative:
Concomitant medical products: 200ml baxter bag ndc, 10122-325-01, cardene, therapy date (B)(6) 2017. The customer¿s report of a bulge in the pumping segment was confirmed. During inspection it was noted that the silicone segment tubing had a bulge, discoloration, and weakened area just below the upper fitment. Functional testing via a gravity infusion resulted in fluid flowing freely through the set with no issues observed. The root cause of the bulging in the silicone segment was identified as an IV push medication or flush having been executed below the pump without first clamping the tubing above the injection port which results in excessive pressure causing the silicone segment to bulge/balloon.

Event description:
The customer reported that while attempting to administer cardene 40mg/200ml with 0.83% sodium chloride drip, a bulge in the pumping segment was noticed when removing the infusion set from the pump. There was no patient harm.